Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3389s-40, lot# va1e49n, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated the patient had high impedance to the right stn lead at their programming session. The issue was considered possibly related to the device/therapy. No interventions were taken, and the impedances were within range at the next programming session. The issue resolved without sequelae on (B)(6) 2017. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va1e49n, implanted: (B)(6) 2017, product type: lead, updated to include lead implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. High impedance was reported. There was no applicable clinical diagnosis. Etiology, diagnostics, interventions and outcome were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1e49n, implanted: (B)(6) 2017, product type: lead. Product ID: 3389s-40, lot# va1e49n, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that device interrogation showed high impedance to the right and left stn leads during device interrogation on (B)(6) 2018. There was no clinical correlation and it was not clinically significant. The etiology was stated to be possibly related to the device/therapy and not related to the implant procedure. No patient symptoms or further complications were reported as a result of this event.